Manufacturer narrative:
Device was scrapped by the manufacturer.

Event description:
The customer reported that they cannot close the housing anymore. During in house inspection it was reported that the latch and the o-ring were missing. There was no patient involvement, no adverse consequences, no medical intervention and no procedural delays.

Event description:
The customer reported that they cannot close the housing anymore. During in house inspection it was reported that the latch and the o-ring were missing. There was no patient involvement, no adverse consequences, no medical intervention and no procedural delays.